Manufacturer narrative:
The device was not returned for evaluation. Based on the limited information provided and without any diagnostic reports (such as ultrasound), the root cause of the reported leg pain and deep vein thrombosis (dvt) could not be conclusively determined. It was reported that hemostasis was successfully achieved and therefore there is no indication that the mynx device did not perform as intended. Also, without a device for physical investigation, a device failure or malfunction could not be determined. The physician did assess that this could have been due to an anatomical variation in the patient where the vein was located on top of the artery thus causing the sealant to push on the vein. The mynx device is indicated for use to achieve arterial access site hemostasis. Therefore, based on the limited information received and the investigation performed, the direct relationship between the mynx closure of the arteriotomy site and the vein thrombosis could not be conclusively established. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure (exact date of procedure and patient details not provided). Access of the common femoral artery (cfa) was obtained via a 6f sheath. Following the procedure, a trained physician chose the mynx device to close the common femoral artery. Hemostasis was successfully achieved. The patient was ambulated per hospital procedure. At 48 hours post-procedure, the patient complained of leg pain. The physician alleged that the sealant pushed on the vein causing the patient to have deep vein thrombosis (dvt). The vein was stented and the patient was reported to be doing fine. The physician assessed that this could have been due to an anatomical variation in this patient where the vein was located on top of the artery (the proximal part of the femoral vein typically runs on the medial side of the femoral artery, and then more distally runs posterior to the femoral artery). No further clinical sequela was reported.